Event description:
It has been reported that the left part of the monitor was not visible and the live vision was not seen. This only occurred during some start-ups. The system was in clinical use at the time of event. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that problem with the monitor. A rse inspected the system remotely and confirmed that left side of the monitor where the user normally sets the live signal, was obscured. After that switched off and back on the system was returned to use in good working order. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.